Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that during preparation for a percutaneous coronary intervention, stent damage occurred. A 38 x 3.00 promus premier stent was opened and inspected, it was noticed that the proximal end of the stent was raised from the balloon and slightly dislodged. It was decided to take another same device to use for the procedure.

Event description:
It was reported that during preparation for a percutaneous coronary intervention, stent damage occurred. A 38 x 3.00 promus premier stent was opened and inspected, it was noticed that the proximal end of the stent was raised from the balloon and slightly dislodged. It was decided to take another same device to use for the procedure.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis. Visual examination of the returned device identified no kinks along the entire length of the shaft. An examination of the crimped stent found that the proximal edge of the stent was lifted and these proximal struts were misaligned. The balloon did not appear to have been subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).